Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin and reservoir had air bubbles. Customer stated multiple air bubbles some soda and majority about 1.5 to 2 mm in diameter. Customer stated that insulin pump passed self test but failed displacement test. Customer stated during displacement test piston stopped halfway going up and sound and when continued sounded grinding. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.